Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported m31 air detected in cassette warnings that occurred during drain 0 of 5 of treatment. The patient was connected during the incident. Fluid was discovered on the external of the cassette during tx complete - step 9 remove cassette. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from unknown causes. The patient was advised to discontinue use of the cycler and the cycler was replaced. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and would perform manuals. Upon follow-up, the pdrn confirmed the reported event and stated when the patient opened the cassette door during tx complete - step 9 remove cassette, fluid was seen inside the cassette door and was observed in the cassette area. The cause of the leak was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient had been connected to the cycler prior to discovering the fluid leak. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using manuals on the night of the reported event. The patient stated there was no sample available for a physical evaluation since the cassette was discarded. The patient received a replacement cycler and has continued to complete treatments on the replacement cycler without issue.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported m31 air detected in cassette warnings that occurred during drain 0 of 5 of treatment. The patient was connected during the incident. Fluid was discovered on the external of the cassette during tx complete - step 9 remove cassette. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from unknown causes. The patient was advised to discontinue use of the cycler and the cycler was replaced. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and would perform manuals. Upon follow-up, the pdrn confirmed the reported event and stated when the patient opened the cassette door during tx complete - step 9 remove cassette, fluid was seen inside the cassette door and was observed in the cassette area. The cause of the leak was unknown. The pdrn confirmed there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient had been connected to the cycler prior to discovering the fluid leak. The pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient completed treatment using manuals on the night of the reported event. The patient stated there was no sample available for a physical evaluation since the cassette was discarded. The patient received a replacement cycler and has continued to complete treatments on the replacement cycler without issue.